Event description:
Device needle and hub was not securely attached to the needle safety device, resulting in vaccine waste and needle remaining in patient arm.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The customer has already reported it to the FDA. We have notified (B)(6) for awareness.